Event description:
The manufacturer received information alleging an issue related to an aria lx deluxe north american device. During the external and internal evaluation of the device at the third-party service center, the customers complaint was confirmed. The device was visually inspected and found the patient is alleging lung disease. In addition, the patient also alleged eye irritation, nose irritation, respiratory tract irritation, dizziness and headache. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. The device was scrapped following the evaluation.